Event description:
It was reported that the patient's electrode array had migrated to a more lateral position. Surgery to reposition the electrode array has been scheduled. Advanced bionic is in the process of gathering further information; once further information is obtained a supplemental report will be submitted.